Event description:
The customer reported that reproducibility tests and plt background were failing startup on their ac t diff. Instrument. There were no erroneous results generated as patient samples were not being analyzed at the time of the event.

Manufacturer narrative:
The field service engineer ( fse) observed the failing plt background, air bubbles in the vicinity of the rbc bath check valve (cv2) and diluent filters that were filled with air. He replaced the rbc check valve and diluent filters to resolve the issues. Upon recur of the cv2 failure mode identified; it is possible to obtain erroneous rbc and plt results due to improper bath drain. (B)(4).